Event description:
The device could not be used to obtain a display of patient ECG through paddles lead. ECG limb leads were then used to diagnose patient's rhythm as (pea). After bls and als interventions, the patient regained a pulse and blood pressure.